Manufacturer narrative:
Arjo was informed about the event involving maxi move passive floor lift and clip sling. It was reported that a resident was transferred from a bed to a wheelchair with the assistance of 2 caregivers. The resident was in a medium phase of transfer and the caregiver was changing the position of the spreader bar from a flat to a seating postilion when a sling leg clip detached from the spreader bar. As a result of the event the resident fell approximately 24 inches to the ground and hit her back on the floor and her head on the device's chassis leg. The patient complained of back and arm pain. The x-ray examination was taken which confirmed that no injury was sustained. After the event, the arjo technician inspected the lift and sling. The device and sling inspection did not reveal any malfunction. The device IFU 001.25060.en for maxi move contains a warning: ¿caution: always check that all the sling attachment clips are fully in position before and during the lifting cycle, and in tension as the patient¿s weight is gradually taken up.¿ a caregiver could not state, whether they attached the clip to the spreader bar correctly before transfer the customer wasn't convinced if the clip sling was correctly attached to the lift spreader. Based on the provided information provided we are unable to confirm why the clip detached during transfer, there was no device malfunction found which might lead to detachment. To sum up, arjo passive floor lift and clip sling were used as a system for a patient transfer when one of the clips detached and from that perspective, the system did not meet its performance specification. We decided to report this complaint to the competent authorities due to the allegation of the clip detachment during transfer.

Event description:
Arjo was informed about the event involving maxi move passive floor lift and clip sling. It was reported that a resident was transferred from a bed to a wheelchair with the assistance of 2 caregivers. The resident was in a medium phase of transfer and the caregiver was changing the position of the spreader bar from a flat to a seating postilion when a sling leg clip detached from the spreader bar. As a result of the event the resident fell approximately 24 inches to the ground and hit her back on the floor and her head on the device's chassis leg. The patient complained of back and arm pain. The x-ray examination was taken which confirmed that no injury was sustained.